Event description:
The advocate stated that the customer tested his blood glucose one evening and rec'd a reading of 458 mg/dl. She alleged the reading was too high, so she gave him 15 units of insulin. Around midnight, the customer passed out. The advocate tested his glucose around 2:00 am and received a reading of 46 mg/dl. She gave him some sugar and retested 15 minutes later. The reading was 39 mg/dl. The advocate then called an ambulance. Paramedics tested the customer's glucose at 56 mg/dl using their meter. They treated the customer with IV glucose, but he was not taken to the hosp. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.